Event description:
It was initially reported during clinic notes received that high lead impedance was observed during diagnostics performed. It was also noted that the pt has a habit of playing with the device and there is no history of recent trauma. X-rays were said to have been ordered and the pt has been referred for revision surgery. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.